Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "IV infusion of protonix found with tubing broken at blue hard plastic section (which allow tubing into infusion pump). Medication was all over the floor." The customer reported that there was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing separated and leaked was confirmed. Visual inspection observed that the silicone segment was completely separated from the upper fitment. The expected retainer ring for the upper fitment and silicone segment was still in contact. No crush marks were observed on the upper fitment or lower fitment. The separated silicone was manually reassembled and fully reseated by hand. Functional and pressure testing was performed; no leaks or issues were observed. Dimensional testing was performed on the pumping segment components (upper fitment, o-ring. Silicone and lower fitment). The sample measurements were within specification with no issues noted. The root cause was not identified.